Event description:
It was reported by service report that the end plate support had broken into two pieces and was not supporting the gas spring. There was pt involvement, however, no adverse consequences are reported.